Event description:
It was reported that the ¿incessant¿ occlusion alarms with fentanyl infusions on the pca pumps using 60ml monoject syringes. Pharmacist will get back to us with the ref# of the syringes, as they are made at an external vendor. The problem has been inconsistent, but when it does happen, they often have to create their own product in house to resolve the issue. More recently, they have heard similar issues with syringes and the syr module and different size monoject syringes. They stated the syringes used are on the compatibility list, but I have asked them to provide me the ref#¿s to ensure this is the case. The problem was significant about a year ago, went away, and then it has popped up again recently. The event was reported to bd associate during site visit. There was no information on patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility